Event description:
It was reported that, the patient noticed the smell of insulin while at work and, upon removing the insulin cartridge from the pump, observed that the insulin chamber was wet. The patient stated they were unable to change supplies at that time. The patient was advised to dry the insulin chamber and to change the supplies when able, and to follow up once at home with new supplies. The patient reported an elevated blood glucose level at the time. During subsequent follow-up attempts, an agent reached out to verify pump function and collect additional blood glucose information but was initially unable to make contact. In a later follow-up, the patient reported that the pump was functioning correctly and that no further issues had occurred since the supply change. The patient was unable to provide the cartridge lot number. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.